Manufacturer narrative:
Unable to prime during prime and compromised forced sensor system test due to faulty fsr (gold). Pump passed basic occlusion and displacement test.

Event description:
The customer reported via phone call that their device experiencing a motor error alarm during a manual prime. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. Customer was advice disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.